Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that display screen was frozen and time did not advance each time battery was changed. Customer's blood glucose was 250 mg/dl. Customer also reported that insulin pump had a constant tone and display screen was blank. After troubleshooting, display screen did not return. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with frozen display followed by an unexpected constant audio tone due to moisture damage at the electronic assembly. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to frozen display. No unexpected blank display anomalies noted. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked reservoir tube lip and cracked belt clip slot.